Event description:
It was confirmed that the high impedance was seen during a system diagnostic test. No surgical intervention has occurred to date.

Event description:
It was reported that a patient's device had high impedance. It was not reported if the high impedance was seen during system diagnostics or normal mode diagnostics. The patient was referred for full revision surgery. There was no suspicion of trauma to the lead area, and no x-rays were planned. No surgical intervention has occurred to date, and no further relevant information has been received to date.